Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy bleeding') in a 45-year-old female patient who had essure (batch no. B34526) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced menorrhagia (seriousness criterion medically significant), migraine ("migraine"), musculoskeletal pain ("joint and muscle pain"), palpitations ("palpitation"), dizziness ("dizziness"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. Essure treatment was not changed. At the time of the report, the menorrhagia, migraine, musculoskeletal pain, palpitations, dizziness, headache, fatigue, weight increased and alopecia had not resolved. The reporter provided no causality assessment for alopecia, dizziness, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, palpitations and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Lot number: b34526, manufacturing date: 2013-05, expiration date:2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 21-feb-2020. The most recent information was received on 02-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 45 year-old female patient who had essure inserted (lot no. B34526). Additional non-serious events are detailed below. The patient had a medical history of dvt (right side post travel) in 2004 and obesity, gravida ii, allergy to metals and parity 2. Allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. Previously administered products included: mirena and cerazette [desogestrel]. The only concomitant product mentioned was lutenyl (nomegestrol acetate) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding / severe bleeding cycles"), chest pain ("chest pain"), dizziness ("dizziness") and depression ("depression"). In (B)(6) 2013 she experienced intermenstrual bleeding ("metrorrhagia"), migraine ("repeated migraine, headaches"), neck pain ("neck pain / cervicalgia"), musculoskeletal pain ("joint and muscle pain"), osteoarthritis ("osteoarthritis of both knees"), meniscus injury ("meniscal fissure / cracked left meniscus"), palpitations ("palpitation"), fatigue ("fatigue / chronic fatigue"), malaise ("malaise"), asthenia ("asthenia, recurring also on (B)(6) 2019, after essure removal"), alopecia ("hair loss"), tooth infection ("dental infections") and disturbance in attention ("lack of concentration"). In 2015 she experienced vertigo ("vertigo"). On (B)(6) 2019 she experienced nausea ("nausea"). On (B)(6) 2019 she experienced aching in knees ("bilateral knee pains"). An unknown time later she experienced allergy to metals ("chrome, cobalt, nickel allergy"), pain ("pain in the whole body"), aching (l) knee ("left knee pain"), chondropathy ("chondropathy"), vomiting ("vomiting"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), amnesia ("loss of memory"), stress ("stress"), insomnia ("insomnia") and spinal osteoarthritis ("cervicarthrosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and left adnexectomy (removal of left tube and left ovary)). At the time of the report, the heavy menstrual bleeding, migraine, musculoskeletal pain, palpitations, dizziness, fatigue, asthenia, weight increased and alopecia had not resolved. The outcomes for pelvic pain, allergy to metals, intermenstrual bleeding, pain, neck pain, osteoarthritis, aching in knees, aching (l) knee, meniscus injury, chondropathy, chest pain, vertigo, malaise, tooth infection, vomiting, nausea, mixed anxiety and depressive disorder, disturbance in attention, amnesia, depression, stress, insomnia and spinal osteoarthritis were unknown. The reporter considered allergy to metals, alopecia, amnesia, aching in knees, aching (l) knee, asthenia, chest pain, chondropathy, depression, disturbance in attention, dizziness, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, malaise, meniscus injury, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, neck pain, osteoarthritis, pain, palpitations, pelvic pain, spinal osteoarthritis, stress, tooth infection, vertigo, vomiting and weight increased to be related to essure administration. The reporter commented: note: discrepancy for essure placement date (B)(6) 2013 or (B)(6) 2023 and removal date (B)(6) 2016 or (B)(6) 2016. As per fu report of (B)(6) 2020 - patient was still suffering from different disorders she linked to essure since 2013. On recent plain abdomen, no essure was visible. Follow-up 02-dec-2022, on (B)(6) 2022: MRI of the right knee: result medial compartment: linear meniscal hypersignal of the middle horn and not communicating with the articular surfaces, not significant. The cartilage surfaces are continuous. The medial collateral ligament is unremarkable; lateral compartment: no abnormality in shape, position, or signal of the meniscal horn is visualized. The cartilage surfaces are continuous. The lateral collateral ligament is unremarkable; central pivot: anterior and posterior cruciate ligaments continuous, normally taut and without signal abnormalities; anterior compartment: cartilaginous surfaces are continuous. The extensor apparatus is unremarkable. There is no intra-articular effusion. On (B)(6) 2022 visit to neurologist - painful picture evolving since (B)(6) 2022. Her pain combines neuropathic pain of the 4 limbs (plantar burns, electric discharges, paresthesias), spontaneous and multiple joint pains with morning roll, low back pain, migraines, abdominal pain. .a series of other symptoms is also associated, notably dizziness, cognitive complaints (attentional and memory), anxiety, insomnia, etc. The neurological examination is reassuring increased by touch as well as by prolonged sitting or standing, or by effort. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Abdominal x-ray] on (B)(6) 2020: no essure was visible [hysteroscopy] on (B)(6) 2013: hysteroscopy performed without difficulty, beautiful view of the 2 ostia, easy installation of a spring with 2 coils on the right and 4 coils on the left. No particular difficulties [pathology test] on (B)(6) 2016: hysterectomy and left adnexectomy performed. Indication: vaginal hysterectomy and left adnexectomy for persistent menometrorrhagia despite medical treatment. Conclusions: no evidence of malignancy. Subnormal cervix, endometrium in proliferative phase, intramural and sub-serous leiomyomas and despecified cyst of the left ovary otherwise normal. Tube was normal [ultrasound scan] on (B)(6) 2020: confirmed the removal of the essure implants; (date unknown): due to persistency of heavy bleeding, an ultrasound was performed. Results not provided. Lot number:b34526, manufacture date:2013-05, expiration date: 2016-05. Lot number b34628 invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-dec-2022: the follow information were included medical history parity 1 updated to parity 2, new medical history, chrome, cobalt added to reported event allergy to metals, new event cervical spondylosis. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4)) on 21-feb-2020. The most recent information was received on 15-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 45 year-old female patient who had essure inserted (lot no. B34526). Additional non-serious events are detailed below. The patient had a medical history of thrombosis venous deep, appendectomy and dvt (right side post travel) in 2004 and menometrorrhagia, dysmenorrhea, miscarriage (on the first trimester) in (B)(6) 2004), obesity, multi gravida, allergy to metals and parity 2. Allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. Previously administered products included: mirena, cerazette [desogestrel] and decapeptyl 6 month. Concomitant products included lutenyl (nomegestrol acetate) since 2016 and androgen, progestogen and estrogen in combination. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding / severe bleeding cycles"), chest pain ("chest pain"), dizziness ("dizziness") and depression ("depression"). In (B)(6) 2013 she experienced intermenstrual bleeding ("metrorrhagia"), migraine ("repeated migraine, headaches"), neck pain ("neck pain / cervicalgia"), musculoskeletal pain ("joint and muscle pain"), osteoarthritis ("osteoarthritis of both knees"), meniscus injury ("meniscal fissure / cracked left meniscus"), palpitations ("palpitation"), fatigue ("fatigue / chronic fatiigue"), malaise ("malaise"), asthenia ("asthenia, recurring also on (B)(6) 2019, after essure removal"), alopecia ("hair loss"), tooth infection ("dental infections") and disturbance in attention ("lack of concentration"). In 2015 she experienced vertigo ("vertigo"). On (B)(6) 2019 she experienced nausea ("nausea"). On (B)(6) 2019 she experienced aching in knees ("bilateral knee pains"). An unknown time later she experienced allergy to metals ("chrome, cobalt, nickel allergy"), pain ("pain in the whole body"), aching (l) knee ("left knee pain"), chondropathy ("chondropathy"), vomiting ("vomiting"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), amnesia ("loss of memory"), stress ("stress"), insomnia ("insomnia"), spinal osteoarthritis ("cervicarthrosis") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and left adnexectomy (removal of left tube and left ovary)). At the time of the report, the heavy menstrual bleeding, migraine, musculoskeletal pain, palpitations, dizziness, fatigue, asthenia, weight increased and alopecia had not resolved. The outcomes for pelvic pain, allergy to metals, intermenstrual bleeding, pain, neck pain, osteoarthritis, aching in knees, aching (l) knee, meniscus injury, chondropathy, chest pain, vertigo, malaise, tooth infection, vomiting, nausea, mixed anxiety and depressive disorder, disturbance in attention, amnesia, depression, stress, insomnia, spinal osteoarthritis and anxiety were unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, aching in knees, aching (l) knee, asthenia, chest pain, chondropathy, depression, disturbance in attention, dizziness, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, malaise, meniscus injury, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, neck pain, osteoarthritis, pain, palpitations, pelvic pain, spinal osteoarthritis, stress, tooth infection, vertigo, vomiting and weight increased to be related to essure administration. The reporter commented: note: discrepancy for essure placement date ((B)(6) 2013 or (B)(6) 2023) and removal date ((B)(6) 2016 or (B)(6) 2016). As per fu report of (B)(6) 2020 - patient was still suffering from different disorders she linked to essure since 2013. On recent plain abdomen, no essure was visible. Follow-up on 02-dec-2022: on (B)(6) 2022: MRI of the right knee: result medial compartment: linear meniscal hypersignal of the middle horn and not communicating with the articular surfaces, not significant. The cartilage surfaces are continuous. The medial collateral ligament is unremarkable; lateral compartment: no abnormality in shape, position, or signal of the meniscal horn is visualized. The cartilage surfaces are continuous. The lateral collateral ligament is unremarkable; central pivot: anterior and posterior cruciate ligaments continuous, normally taut and without signal abnormalities; anterior compartment: cartilaginous surfaces are continuous. The extensor apparatus is unremarkable. There is no intra-articular effusion. On (B)(6) 2022 visit to neurologist - painful picture evolving since (B)(6) 2022. Her pain combines neuropathic pain of the 4 limbs (plantar burns, electric discharges, paresthesias), spontaneous and multiple joint pains with morning roll, low back pain, migraines, abdominal pain. .a series of other symptoms is also associated, notably dizziness, cognitive complaints (attentional and memory), anxiety, insomnia, etc. The neurological examination is reassuring increased by touch as well as by prolonged sitting or standing, or by effort. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Abdominal x-ray] on (B)(6) 2020: no essure was visible. [Hysteroscopy] on (B)(6) 2013: hysteroscopy performed without difficulty, beautiful view of the 2 ostia, easy installation of a spring with 2 coils on the right and 4 coils on the left. No particular difficulties [pathology test] on (B)(6) 2016: hysterectomy and left adnexectomy performed. Indication: vaginal hysterectomy and left adnexectomy for persistent menometrorrhagia despite medical treatment. Conclusions: no evidence of malignancy. Subnormal cervix, endometrium in proliferative phase, intramural and sub-serous leiomyomas and despecified cyst of the left ovary otherwise normal. Tube was normal [ultrasound scan] in 2012: very small myoma of 11 mm; on (B)(6) 2020: confirmed the removal of the essure implants; (date unknown): due to persistency of heavy bleeding, an ultrasound was performed. Results not provided. Lot number: b34526. Manufacture date: 2013-05. Expiration date: 2016-05. Lot number: b34628 invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-feb-2023: event anxiety was added. Historical conditions & historical drugs were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4) on (B)(6), 2020. The most recent information was received on (B)(6), 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 45 year-old female patient who had essure inserted (lot no. B34526). Additional non-serious events are detailed below. The patient had a medical history of thrombosis venous deep, appendectomy and dvt (right side post travel) in 2004 and menometrorrhagia, dysmenorrhea, miscarriage (on the first trimester) in (B)(6), 2004), obesity, multi gravida, allergy to metals and parity 2. Allergist assessment of (B)(6), 2020 revealed that the patient is allergic to nickel. Previously administered products included: mirena, cerazette [desogestrel] and decapeptyl [triptorelin embonate]. Concomitant products included lutenyl (nomegestrol acetate) since 2016 and androgen, progestogen and estrogen in combination. On (B)(6), 2013, the patient had essure inserted. In (B)(6), 2013 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding / severe bleeding cycles"), chest pain ("chest pain"), dizziness ("dizziness") and depression ("depression"). In (B)(6), 2013 she experienced intermenstrual bleeding ("metrorrhagia"), migraine ("repeated migraine, headaches"), neck pain ("neck pain / cervicalgia"), musculoskeletal pain ("joint and muscle pain"), osteoarthritis ("osteoarthritis of both knees"), meniscus injury ("meniscal fissure / cracked left meniscus"), palpitations ("palpitation"), fatigue ("fatigue / chronic fatiigue"), malaise ("malaise"), asthenia ("asthenia, recurring also on (B)(6), 2019 after essure removal"), alopecia ("hair loss"), tooth infection ("dental infections") and disturbance in attention ("lack of concentration"). In 2015 she experienced vertigo ("vertigo"). On (B)(6), 2019 she experienced nausea ("nausea"). On (B)(6), 2019 she experienced aching in knees ("bilateral knee pains"). An unknown time later she experienced allergy to metals ("chrome, cobalt, nickel allergy"), pain ("pain in the whole body"), aching (l) knee ("left knee pain"), chondropathy ("chondropathy"), vomiting ("vomiting"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), amnesia ("loss of memory"), stress ("stress"), insomnia ("insomnia"), spinal osteoarthritis ("cervicarthrosis"), anxiety ("anxiety") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and left adnexectomy (removal of left tube and left ovary)). At the time of the report, the heavy menstrual bleeding, migraine, musculoskeletal pain, palpitations, dizziness, fatigue, asthenia, weight increased and alopecia had not resolved. The outcomes for pelvic pain, allergy to metals, intermenstrual bleeding, pain, neck pain, osteoarthritis, aching in knees, aching (l) knee, meniscus injury, chondropathy, chest pain, vertigo, malaise, tooth infection, vomiting, nausea, mixed anxiety and depressive disorder, disturbance in attention, amnesia, depression, stress, insomnia, spinal osteoarthritis, anxiety and adenomyosis were unknown. The reporter considered adenomyosis, allergy to metals, alopecia, amnesia, anxiety, aching in knees, aching (l) knee, asthenia, chest pain, chondropathy, depression, disturbance in attention, dizziness, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, malaise, meniscus injury, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, neck pain, osteoarthritis, pain, palpitations, pelvic pain, spinal osteoarthritis, stress, tooth infection, vertigo, vomiting and weight increased to be related to essure administration. The reporter commented: note: discrepancy for essure placement date ((B)(6), 2013 or (B)(6), 2023) and removal date ((B)(6), 2016 or (B)(6), 2016). As per fu report of (B)(6), 2020 - patient was still suffering from different disorders she linked to essure since 2013. On recent plain abdomen, no essure was visible. Follow-up (B)(6), 2022, on (B)(6), 2022: MRI of the right knee: result medial compartment: linear meniscal hypersignal of the middle horn and not communicating with the articular surfaces, not significant. The cartilage surfaces are continuous. The medial collateral ligament is unremarkable; lateral compartment: no abnormality in shape, position, or signal of the meniscal horn is visualized. The cartilage surfaces are continuous. The lateral collateral ligament is unremarkable; central pivot: anterior and posterior cruciate ligaments continuous, normally taut and without signal abnormalities; anterior compartment: cartilaginous surfaces are continuous. The extensor apparatus is unremarkable. There is no intra-articular effusion. On (B)(6), 2022 visit to neurologist - painful picture evolving since (B)(6), 2022. Her pain combines neuropathic pain of the 4 limbs (plantar burns, electric discharges, paresthesias), spontaneous and multiple joint pains with morning roll, low back pain, migraines, abdominal pain. .a series of other symptoms is also associated, notably dizziness, cognitive complaints (attentional and memory), anxiety, insomnia, etc. The neurological examination is reassuring increased by touch as well as by prolonged sitting or standing, or by effort. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Abdominal x-ray] on (B)(6), 2020: no essure was visible [hysteroscopy] on (B)(6), 2013: hysteroscopy performed without difficulty, beautiful view of the 2 ostia, easy installation of a spring with 2 coils on the right and 4 coils on the left. No particular difficulties [pathology test] on (B)(6), 2016: hysterectomy and left adnexectomy performed. Indication: vaginal hysterectomy and left adnexectomy for persistent menometrorrhagia despite medical treatment. Conclusions: no evidence of malignancy. Subnormal cervix, endometrium in proliferative phase, intramural and sub-serous leiomyomas and despecified cyst of the left ovary otherwise normal. Tube was normal [ultrasound scan] in 2012: very small myoma of 11 mm; on (B)(6), 2020: confirmed the removal of the essure implants; (date unknown): due to persistency of heavy bleeding, an ultrasound was performed. Results not provided lot number:b34526 manufacture date:(B)(6), 2013 expiration date: (B)(6), 2016. Lot number b34628 invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: medical record received. Event adenomyosis added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-feb-2020. The most recent information was received on 04-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 45-year-old female patient who had essure (batch no. B34526) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced musculoskeletal pain ("joint and muscle pain"), palpitations ("palpitation") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding / severe bleeding cycles"), migraine ("repeated migraine"), dizziness ("dizziness"), fatigue ("fatigue / chronic fatiigue"), alopecia ("hair loss"), neck pain ("neck pain"), chest pain ("chest pain"), intermenstrual bleeding ("metrorrhagia"), myalgia ("muscle pain"), oral infection ("oral infections"), tooth infection ("dental infections") and depression ("depression"). On an unknown date, the patient experienced vomiting ("vomiting"), asthenia ("asthenia"), disturbance in attention ("lack of concentration"), amnesia ("loss of memory"), pain ("pain in the whole body"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), stress ("stress"), insomnia ("insomnia"), meniscus injury ("meniscal fissure"), arthralgia ("left knee pain"), allergy to metals ("nickel allergy") and chondropathy ("chondropathy"). The patient was treated with hysterectomy and a left adnexectomy (removal of the left tube and the left ovary). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neck pain, chest pain, intermenstrual bleeding, myalgia, oral infection, tooth infection, depression, vomiting, asthenia, disturbance in attention, amnesia, pain, mixed anxiety and depressive disorder, stress, insomnia, meniscus injury, arthralgia, allergy to metals and chondropathy outcome was unknown and the heavy menstrual bleeding, migraine, musculoskeletal pain, palpitations, dizziness, headache, fatigue, weight increased and alopecia had not resolved. The reporter provided no causality assessment for alopecia, dizziness, fatigue, headache, heavy menstrual bleeding, migraine, musculoskeletal pain, palpitations and weight increased with essure. The reporter considered allergy to metals, amnesia, arthralgia, asthenia, chest pain, chondropathy, depression, disturbance in attention, insomnia, intermenstrual bleeding, meniscus injury, mixed anxiety and depressive disorder, myalgia, neck pain, oral infection, pain, pelvic pain, stress, tooth infection and vomiting to be related to essure. The reporter commented: essure placement date discrepancy ((B)(6) 2013 or (B)(6) 2023) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Ultrasound scan - on an unknown date: due to persistency of heavy bleeding, an ultrasound was performed. Results not provided; on (B)(6) 2020: confirmed the removal of the essure implants. Lot number: b34526. Manufacturing date: 2013-05. Expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2022: the case 2021a267487 (bcz-2021-fr-009372) legacy device report num 2951250-2021-03615 was identified was duplicate case and all information were transferred to this case. Previous serious incident (bleeding menstrual heavy) was updated to pelvic pain female - intervention required. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-feb-2020. The most recent information was received on 24-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 45-year-old female patient who had essure (batch no. B34526, b34628) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and allergy to metals. Allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. Previously administered products included for an unreported indication: cerazette in 2012 and mirena in 2003. Concomitant products included nomegestrol acetate (lutenyl) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding / severe bleeding cycles"), chest pain ("chest pain"), dizziness ("dizziness") and depression ("depression"). In (B)(6) 2013, the patient experienced intermenstrual bleeding ("metrorrhagia"), migraine ("repeated migraine, headaches"), neck pain ("neck pain / cervicalgia"), musculoskeletal pain ("joint and muscle pain"), osteoarthritis ("osteoarthritis of both knees"), meniscus injury ("meniscal fissure / cracked left meniscus"), palpitations ("palpitation"), fatigue ("fatigue / chronic fatiigue"), malaise ("malaise"), asthenia ("asthenia, recurring also on (B)(6) 2019, after essure removal"), alopecia ("hair loss"), tooth infection ("dental infections") and disturbance in attention ("lack of concentration"). In 2015, the patient experienced vertigo ("vertigo"). On (B)(6) 2019, the patient experienced nausea ("nausea"), 6 years 1 month after insertion of essure. On (B)(6) 2019, the patient experienced aching in knees ("bilateral knee pains"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), pain ("pain in the whole body"), aching (l) knee ("left knee pain"), chondropathy ("chondropathy"), vomiting ("vomiting"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), amnesia ("loss of memory"), stress ("stress") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and left adnexectomy (removal of left tube and left ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, intermenstrual bleeding, pain, neck pain, osteoarthritis, aching in knees, aching (l) knee, meniscus injury, chondropathy, chest pain, vertigo, malaise, tooth infection, vomiting, nausea, mixed anxiety and depressive disorder, disturbance in attention, amnesia, depression, stress and insomnia outcome was unknown and the heavy menstrual bleeding, migraine, musculoskeletal pain, palpitations, dizziness, fatigue, asthenia, weight increased and alopecia had not resolved. The reporter considered aching in knees, allergy to metals, alopecia, amnesia, asthenia, chest pain, chondropathy, depression, disturbance in attention, dizziness, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, malaise, meniscus injury, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, neck pain, osteoarthritis, pain, palpitations, pelvic pain, stress, tooth infection, vertigo, vomiting, weight increased and aching (l) knee to be related to essure. The reporter commented: note: discrepancy for essure placement date ((B)(6) 2013 or (B)(6) 2023) and removal date ((B)(6) 2016). As per fu report of (B)(6) 2020 - patient was still suffering from different disorders she linked to essure since 2013. On recent plain abdomen, no essure was visible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Abdominal x-ray - on (B)(6) 2020: no essure was visible. Hysteroscopy - on (B)(6) 2013: hysteroscopy performed without difficulty, beautiful view of the 2 ostia, easy installation of a spring with 2 coils on the right and 4 coils on the left. No particular difficulties. Pathology test - on (B)(6) 2016: hysterectomy and left adnexectomy performed. Indication: vaginal hysterectomy and left adnexectomy for persistent menometrorrhagia despite medical treatment. Conclusions: no evidence of malignancy. Subnormal cervix, endometrium in proliferative phase, intramural and sub-serous leiomyomas and despecified cyst of the left ovary otherwise normal. Tube was normal. Ultrasound scan - on an unknown date: due to persistency of heavy bleeding, an ultrasound was performed. Results not provided; on (B)(6) 2020: confirmed the removal of the essure implants. Lot number: b34526, manufacturing date: 2013-05, and expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2022: patient¿s information was updated and lab data added. An additional essure lot number was provided, lutenyl added as concomitant medication. The events osteoarthritis knees, malaise, vertigo, asthenia, nausea, and arthralgia were added or updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 21-feb-2020. The most recent information was received on 28-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 45-year-old female patient who had essure (batch no. B34526, b34628- inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and allergy to metals. Allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. Previously administered products included for an unreported indication: cerazette in 2012 and mirena in 2003. Concomitant products included nomegestrol acetate (lutenyl) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding / severe bleeding cycles"), chest pain ("chest pain"), dizziness ("dizziness") and depression ("depression"). In (B)(6) 2013, the patient experienced intermenstrual bleeding ("metrorrhagia"), migraine ("repeated migraine, headaches"), neck pain ("neck pain / cervicalgia"), musculoskeletal pain ("joint and muscle pain"), osteoarthritis ("osteoarthritis of both knees"), meniscus injury ("meniscal fissure / cracked left meniscus"), palpitations ("palpitation"), fatigue ("fatigue / chronic fatigue"), malaise ("malaise"), asthenia ("asthenia, recurring also on (B)(6) 2019, after essure removal"), alopecia ("hair loss"), tooth infection ("dental infections") and disturbance in attention ("lack of concentration"). In 2015, the patient experienced vertigo ("vertigo"). On (B)(6) 2019, the patient experienced nausea ("nausea"), 6 years 1 month after insertion of essure. On (B)(6) 2019, the patient experienced aching in knees ("bilateral knee pains"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), pain ("pain in the whole body"), aching (l) knee ("left knee pain"), chondropathy ("chondropathy"), vomiting ("vomiting"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), amnesia ("loss of memory"), stress ("stress") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and left adnexectomy (removal of left tube and left ovary). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, intermenstrual bleeding, pain, neck pain, osteoarthritis, aching in knees, aching (l) knee, meniscus injury, chondropathy, chest pain, vertigo, malaise, tooth infection, vomiting, nausea, mixed anxiety and depressive disorder, disturbance in attention, amnesia, depression, stress and insomnia outcome was unknown and the heavy menstrual bleeding, migraine, musculoskeletal pain, palpitations, dizziness, fatigue, asthenia, weight increased and alopecia had not resolved. The reporter considered aching in knees, allergy to metals, alopecia, amnesia, asthenia, chest pain, chondropathy, depression, disturbance in attention, dizziness, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, malaise, meniscus injury, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, neck pain, osteoarthritis, pain, palpitations, pelvic pain, stress, tooth infection, vertigo, vomiting, weight increased and aching (l) knee to be related to essure. The reporter commented: note: discrepancy for essure placement date (B)(6) 2013 or (B)(6) 2023) and removal date (B)(6) 2016. As per fu report of (B)(6) 2020 - patient was still suffering from different disorders she linked to essure since 2013. On recent plain abdomen, no essure was visible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Abdominal x-ray - on (B)(6) 2020: no essure was visible. Hysteroscopy - on (B)(6) 2013: hysteroscopy performed without difficulty, beautiful view of the 2 ostia, easy installation of a spring with 2 coils on the right and 4 coils on the left. No particular difficulties. Pathology test - on (B)(6) 2016: hysterectomy and left adnexectomy performed. Indication: vaginal hysterectomy and left adnexectomy for persistent menometrorrhagia despite medical treatment. Conclusions: no evidence of malignancy. Subnormal cervix, endometrium in proliferative phase, intramural and sub-serous leiomyomas and despecified cyst of the left ovary otherwise normal. Tube was normal. Ultrasound scan - on an unknown date: due to persistency of heavy bleeding, an ultrasound was performed. Results not provided; on (B)(6) 2020: confirmed the removal of the essure implants. Lot number: b34526, manufacturing date: 2013-05, expiration date:2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-feb-2020. The most recent information was received on 16-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 45-year-old female patient who had essure (batch no. B34526) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and allergy to metals. Allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. Previously administered products included for an unreported indication: cerazette in 2012 and mirena in 2003. Concomitant products included nomegestrol acetate (lutenyl) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding / severe bleeding cycles"), chest pain ("chest pain"), dizziness ("dizziness") and depression ("depression"). In (B)(6) 2013, the patient experienced intermenstrual bleeding ("metrorrhagia"), migraine ("repeated migraine, headaches"), neck pain ("neck pain / cervicalgia"), musculoskeletal pain ("joint and muscle pain"), osteoarthritis ("osteoarthritis of both knees"), meniscus injury ("meniscal fissure / cracked left meniscus"), palpitations ("palpitation"), fatigue ("fatigue / chronic fatiigue"), malaise ("malaise"), asthenia ("asthenia, recurring also on (B)(6) 2019, after essure removal"), alopecia ("hair loss"), tooth infection ("dental infections") and disturbance in attention ("lack of concentration"). In 2015, the patient experienced vertigo ("vertigo"). On (B)(6) 2019, the patient experienced nausea ("nausea"), 6 years 1 month after insertion of essure. On (B)(6) 2019, the patient experienced aching in knees ("bilateral knee pains"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), pain ("pain in the whole body"), aching (l) knee ("left knee pain"), chondropathy ("chondropathy"), vomiting ("vomiting"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), amnesia ("loss of memory"), stress ("stress") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and left adnexectomy (removal of left tube and left ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, intermenstrual bleeding, pain, neck pain, osteoarthritis, aching in knees, aching (l) knee, meniscus injury, chondropathy, chest pain, vertigo, malaise, tooth infection, vomiting, nausea, mixed anxiety and depressive disorder, disturbance in attention, amnesia, depression, stress and insomnia outcome was unknown and the heavy menstrual bleeding, migraine, musculoskeletal pain, palpitations, dizziness, fatigue, asthenia, weight increased and alopecia had not resolved. The reporter considered aching in knees, allergy to metals, alopecia, amnesia, asthenia, chest pain, chondropathy, depression, disturbance in attention, dizziness, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, malaise, meniscus injury, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, neck pain, osteoarthritis, pain, palpitations, pelvic pain, stress, tooth infection, vertigo, vomiting, weight increased and aching (l) knee to be related to essure. The reporter commented: note: discrepancy for essure placement date ((B)(6) 2013 or (B)(6) 2023) and removal date ((B)(6) 2016 or (B)(6) 2016). As per fu report of 07-mar-2020 - patient was still suffering from different disorders she linked to essure since 2013. On recent plain abdomen, no essure was visible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Abdominal x-ray - on (B)(6) 2020: no essure was visible. Hysteroscopy - on (B)(6) 2013: hysteroscopy performed without difficulty, beautiful view of the 2 ostia, easy installation of a spring with 2 coils on the right and 4 coils on the left. No particular difficulties. Pathology test - on (B)(6) 2016: hysterectomy and left adnexectomy performed. Indication: vaginal hysterectomy and left adnexectomy for persistent menometrorrhagia despite medical treatment. Conclusions: no evidence of malignancy. Subnormal cervix, endometrium in proliferative phase, intramural and sub-serous leiomyomas and despecified cyst of the left ovary otherwise normal. Tube was normal. Ultrasound scan - on an unknown date: due to persistency of heavy bleeding, an ultrasound was performed. Results not provided; on (B)(6) 2020: confirmed the removal of the essure implants. Lot number:b34526 manufacture date:2013-05 expiration date: 2016-05. Lot number b34628 invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy bleeding') in a (B)(6) year old female patient who had essure (batch no. B34526) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced menorrhagia (seriousness criterion medically significant), migraine ("migraine"), musculoskeletal pain ("joint and muscle pain"), palpitations ("palpitation"), dizziness ("dizziness"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. Essure treatment was not changed. At the time of the report, the menorrhagia, migraine, musculoskeletal pain, palpitations, dizziness, headache, fatigue, weight increased and alopecia had not resolved. The reporter provided no causality assessment for alopecia, dizziness, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, palpitations and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.